Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Event description:
It was reported that approximately 9 months post implant of a bifurcated device and two limb extensions and an infrarenal aortic extension, the patient expired. Reportedly, the patient came in for a follow up on (B)(6) 2014, and a computed tomography showed the aneurysm growing, and an endoleak between the two components. The physician treated the patient and relined. However, the patient left the operating room ok, but expired the following day from cardiac arrest.

Manufacturer narrative:
There were adequate medical documentation and suboptimal imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Cautionary product use conditions that might have contributed to this complaint included: chronic renal disease and the inability to tolerate contrasted surveillance, which might have caused a delay in diagnosis and treatment as a result of the decreased sensitivity of non contrasted examinations. The unresolved endotension, along with anticoagulation therapy might have also contributed to this complication. Seventy eight months post implant, there was substantiated evidence of a: type ia endoleak; an unintentional stent migration, which resulted in a new type ib endoleak. The secondary procedure of a proximal and limb extension was also substantiated. One-hundred seven months post implant, there was medical document evidence of a presumed bilateral type ii endoleaks from the hypogastric arteries. There was sac growth at this juncture. Bilateral coils were observed on a later flat plate abdominal x-ray. One hundred thirty eight months post implant, there was substantiated evidence of a secondary procedure of a main body stent and bilateral iliac extensions (snorkel to proximal bifurcated stent) for a recorded type iii endoleak mid body. There was a possible separation of components, a suspected intraoperative contained rupture; and, a persistent unknown endoleak immediately post procedure. The patient survived the repair, but experienced acute renal failure, a drop in 5 gram drop in hemoglobin over three hours, and then a sudden drop in blood pressure, which was initially responsive to blood products and fluid resuscitation. The patient experienced three cardiac arrest episodes and expired on post-operative day one. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The root cause for the reported event is complex. The clinical review of the patient history found a variety of endoleaks at different times including a non-device related type ii endolelak that appeared never to have been treated. The ultimate patient outcome appears to be associated an aneurysm rupture as the result of an unknown type of endoleak. There was also difficulty because of the patient's general health, renal problems, and the inability to tolerate contrast. The patient death seemed to be the result of complications from the final procedure. It is unknown if a specific device related problem contributed to the poor patient outcome.